Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation and was initially inflated at 20 atmopheres for less than 30 seconds. However, on the second inflation at 20 atmopheres for less than 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.